Manufacturer narrative:
Handpiece 05509 (housing broken, charging socket knocked out, does no longer hold the cable) defect, replaced with 10799. Connect locate 02716 after check and test measurement, no error found.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a vdw.connect drive motor in combination with a vdw.connect locate gave incorrect measurements; no injury occured.